Event description:
It was reported in the letter sent by the surgeon from (B) (6) that the adm insert broke after it had been implanted on (B) (6) 2008.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.